Event description:
Sorin group received a report that during setup for a procedure, the scp control panel audibly alarmed and would not operate. The medical engineer noted the control panel had been powered on for 24 hours prior to the alarm. The device was power cycled several times but the issue remained. There was no patient involvement.

Manufacturer narrative:
No patient involvement. Sorin group (B)(4) manufactures the scp control panel. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during setup for a procedure, the scp control panel audibly alarmed and would not operate. The medical engineer noted the control panel had been powered on for 24 hours prior to the alarm. The device was power cycled several times but the issue remained. There was no patient involvement. The investigation is on-going. A follow up report will be sent when the investigation is complete.